Event description:
Arterial line to be placed to left radial artery. When first attempted to insert the wire into the artery after the needle puncture the wire would thread so it was pulled back and the needle repositioned back into the artery again. This time when deploying the wire, it went in smoothly. Once the catheter was threaded and the apparatus was deployed the rn noticed the curly end of the wire was missing. Xray performed and a 5 mm metal object was in the soft tissue.